Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated from the guide wire and remained in the patient's vessel. The guide wire (0.14") was inserted into the patient's coronary sinus. A second guide wire (.035") was used also inserted into the coronary sinus. The .014" guide wire was seated in the distal anterior-inferior vein (aiv). A prepared catheter was placed over the wire and introduced to the subject. The catheter was then advanced into the coronary sinus, to the middle cardiac vein (mcv), then to the aiv. At that point, the catheter was oriented toward the first target using fluoroscopy and ivus. The catheter was oriented as desired, the needle was extended to gain access to the myocardium. The intralume catheter was then deployed to gain access to the infarct and peri-infarct regions of the target. Several cell injections were performed with the intralume. Once the first set of injections was complete, the needle was fully retracted and the intrualume catheter was retracted into the needle. The catheter was again oriented to access the target and the needle was deployed to access the myocardium. The intralume catheter was deployed again to access a new region of the infarct and peri-infarct regions of the target. Several cell injection were performed with the intralume. The operator noticed that the ivus image was degrading. The cell injection procedure was continue until the ivus image could no longer support accurate orientation of the needle. The operator decided that due to the lack of proper ivus image, it was decided to remove and replace the catheter to support the completion of this procedure. The operator noticed that during the retraction of the catheter, that the distal portion of the guide wire could no longer be controlled from the proximal section (out of subject). At that point, the guide wire was removed together with the catheter. The operator observed that a substantial portion of the guide wire remained in the mcv/aiv. Visual observation confirmed that a portion of the guide wire was left in the subject and that the distal portion of the guide wire coil was over-extended or un-coiled substantially. The procedure was aborted due to the presence of the guide wire in the heart.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.